Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead exhibited intermittent noise reversion episodes. The noise was not evident with pocket manipulation and isometric testing. The physician decided to continue monitoring the patient and since the noise could not be reproduced, the physician suspected it may not be lead noise.